Event description:
It was reported that the entire bag of precedex, programmed to infuse at 1.6ml/hr, and started at 0353, was delivered over four hours. At the change of shift, the incoming day shift rn noted that the medication bag was empty. It was noted that the infusion rate was confirmed by the night shift rn to be correct. A new precedex bag was then obtained and hung. However, upon transfer of the patient, the peripheral intravenous catheter infusing precedex was noted to be out and a large amount of fluid was noted to be coming out of the catheter. The precedex infusion was turned off and the patient's heart rate and blood pressure was monitored. The event occurred at pediatric intensive care unit (picu). Although requested, no additional information was provided.

Manufacturer narrative:
Additional info: a.4 & d.11. The customer reported event that the entire bag of precedex was programmed to infuse at 1.6 ml/h starting at 3:53 am but was delivered over four hours could not be confirmed or replicated during this investigation. Physical inspection showed no anomalies. Log review confirms that the precedex was programmed to infuse at a rate of 2.295 ml/h and not 1.6 ml/h during the reported time frame from 3:00 am to 7:00 am on (B)(6) 2020. The total volume infused during this time period was recorded to be 8.864 ml. Log review found no recorded infusions at the rate of 1.6 ml/h from when the pcu was powered on (B)(6) 2020 to when it was powered off on (B)(6) 2020. On (B)(6) 2020 during the reported time frame of 3:00 am to approximately 7:00 am the infusion was reprogrammed at 3:50:54 am with a rate of 2.295 ml/h, then subsequently reprogrammed 6 times, with the final reprogrammed infusion entered at 7:49:45 am at a rate of 1.53 ml/h. The pump module was then channeled off at 7:55:05 am. It is possible that the event occurred on (B)(6) 2020 rather than the customer reported date of (B)(6) 2020. The customer did not provide the intended volume of precedex to be infused. Rate accuracy testing performed found the pump module was delivering fluids within specification. The disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. The inspection process performed on the pump module found that the third party pivot latch screw was backing out of the door latch assembly. Previous investigations have shown that the system effects of a pivot latch screw backing out are as follows: the root cause for the customer reported event that the entire bag of precedex was programmed to infuse at 1.6 ml/h starting at 3:53 am but was delivered over four hours was not definitively identified during this investigation. The root cause of the third party pivot latch screw backing out of the door latch assembly was not definitively determined. Review of the pump module sn (B)(6) service history showed the device had a manufacture date of 05/20/2004. A production failure record review is not required for devices manufactured prior to the release of sap version 4.7. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/16/2020 and indicated that this device has not been previously returned for service. Review of the sn (B)(6) service history record showed the device had a manufacture date of 03/23/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/16/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.

Event description:
It was reported that the entire bag of precedex, programmed to infuse at 1.6ml/hr, and started at 0353, was delivered over four hours. At the change of shift, the incoming day shift rn noted that the medication bag was empty. It was noted that the infusion rate was confirmed by the night shift rn to be correct. A new precedex bag was then obtained and hung. However, upon transfer of the patient, the peripheral intravenous catheter infusing precedex was noted to be out and a large amount of fluid was noted to be coming out of the catheter. The precedex infusion was turned off and the patient's heart rate and blood pressure was monitored. The event occurred at pediatric intensive care unit (picu). Although requested, no additional information was provided.

Manufacturer narrative:
Correction: d4; h4.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the entire bag of precedex, programmed to infuse at 1.6ml/hr, and started at 0353, was delivered over four hours. At the change of shift, the incoming day shift rn noted that the medication bag was empty. It was noted that the infusion rate was confirmed by the night shift rn to be correct. A new precedex bag was then obtained and hung. However, upon transfer of the patient, the peripheral intravenous catheter infusing precedex was noted to be out and a large amount of fluid was noted to be coming out of the catheter. The precedex infusion was turned off and the patient's heart rate and blood pressure was monitored. The event occurred at pediatric intensive care unit (picu). Although requested, no additional information was provided.